Event description:
A consumer whose indication for use is parkinson&#38112;dual and movement disorders reported they did not think that the implantable neurostimulator (ins) was functioning properly. The patient was having trouble with their speech and balance; the patient was very difficult to understand. The patient was in both speech and physical therapy and reported a tingling sensation during the physical therapy. Speech issues, tingling and lack of function all had happened about 6 months prior to (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported they had notified their managing healthcare professional on (B)(6) 2016. The patient had two programs they were using, b and d set; they were not working properly well, the patient had lost their balance and they were losing speech. The patient was injected with botox in their left leg and bottom of the foot for balance and the effect of the botox goes away likely in 6 weeks. The issue had not been resolved yet; the patient was going to have physical and speech therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.